Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic right upper lobe resection, while the device was being applied not on tissue or blood vessels, the stapler was unable to fire, the surgeon was unable to press the green button and squeeze the handle. To resolve the issue, they replaced another staple. There was no patient injury.